Event description:
It was reported the lead was capped and replaced due to high thresholds and an increased impedance to greater than 2400 ohms. There were no patient complications, the patient was last seen in the clinic 2 weeks after surgery,and was reported to be doing very well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.